Event description:
The physician exchanged the balloon catheter from a palmaz (6.0x15) to a power flex (5.0x20). He implanted the palmaz stent through the ansel sheath. However, when he withdrew the sheath from the patient, a corded coating came out with the sheath. When the physician pulled the corded film, it finally disconnected itself. He suspects the corded coating film was from the sheath and believes it may was continued inside the vessel through the skin. There was no intervention, however, the physician will continue to observe the patient's condition.

Manufacturer narrative:
A visual examination of the returned opened, and used device could not detect if delamination of the inner lining occurred. However, during our investigation, we inserted the required size dilator into the lumen of the introducer without difficulty. We have notified the appropriate personnel of this reported difficulty and will continue to monitor this device.